Event description:
It was reported that during a routine transmission invalid data was noted. It was also reported that there was a difference between the conduction histogram and the rate histograms. It was also noted that an electrical reset occurred while the patient was undergoing radiation therapy. The device was working appropriately on subsequent transmissions and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk (s2d) showed that there was a diagnostics problem. (B)(4). Diagnostic information is consistent with the reported event.